Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returned

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the dc extension cable did not work. The cable failed to deliver energy to the harvesting tool. They switched the cable and the system worked. No harm to the patient was indicated.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.